Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial started on (B)(6) 2022. It was reported that the patient experienced pain. Additional information was received. The patient stated they have not been tracking symptom data because they have the flu and are experiencing nerve pain. The patient has been turning off the device to try and deal with the pain and were advised during the call to lower the stimulation to a comfortable level instead of turning the therapy off. The patient mentioned they almost went to the hospital for their flu and possible infection. The patient does not believe they have an infection due to being on antibiotics. They are dehydrated and it hurts like the devil to void with or without a catheter. The patient stated in the past they almost died from urine sepsis. They are sore at the incision site along with dried blood. Their pelvic area is swollen and they have a lot of pelvic pain. The patient was advised to start t racking symptom data and to please contact their clinician with questions regarding medical advice or questions about their health. On (B)(6) 2022 the patient reported they are in pain and that measuring voids with a catheter hurts their urethra. The patient also mentioned they turned the therapy off when they experienced nerve or pelvic pain. The patient was advised to please contact their clinician with questions regarding medical advice or if they have questions about their health. On (B)(6) 2022 the patient stated that they are in a lot of pain in their back and groin and have pelvic pain. They also are experiencing swelling in their legs. The patient has had infections in the past. They also stated that they had a headache and upset stomach over the weekend.